Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips jammed in the clip applier when clipping the cystic artery. The surgeon opened another of the same product. No adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device, two malformed clips were noted loaded in jaws, the clips were manually removed in order to continue firing the device; it was noted that the clips did not fully advance into the jaw causing a clip with gap. Further evaluation it was noted that a properly formed clip was found jammed inside the shaft causing feeding issues. After removing the conforming clip, the device fed and formed the remaining clips properly. The device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.